Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer stated that the insulin pump was not working and not pumping insulin because it was not bringing his blood glucose down. Customer had treated high blood glucose using insulin pump. High pressure test was passed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.